Manufacturer narrative:
The instrument has not been returned for eval. The forceps has a mfg date of (B)(4) 2003. They were purchased in (B)(4) 2005 and has been in use for approx 9 years.

Event description:
Allegedly, the doctor was performed a hysteroscopy when one of the jaws on the forceps broke off in the pt. The doctor had to convert to open procedure to locate and retrieve the broken piece. Procedure was completed; there was no injury to the pt.